Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.